Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed no delivery, low battery, and off no power alarms. Customer had low blood glucose at 44 mg/dl. Customer was also hospitalized for high blood glucose. Customer's blood glucose was 330 mg/dl. Customer was wearing the device at time of the hospitalization. Infusion set cannula was bent. Customer declined to complete troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected failed battery, low battery or off no power alarms noted. Device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms noted. Device functioned properly. No damage on battery cap contact noted during visual inspection. The insulin pump passed the displacement accuracy test. The insulin pump received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.